Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported an impedance warning occurred with a polarity switch and there was oversensing at times on the atrial channel during atrial tachycardia/ atrial fibrillation (af) episodes. The lead had previously been programmed off and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an atrial lead impedance warning occurred. It was further reported the lead impedance is undefined high with undersensing and possible loss of capture. Noise/oversensing were observed on atrial tachycardia/atrial fibrillation episodes. The lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.